Event description:
Philips received an FDA medsun report (B)(4), which reported that the epiq cvx ultrasound system, in use with the x7-2t transducer, was not available during a critical procedure. The customer reported that a patient who was post-op from bio-prosthetic mitral valve and tricuspid valve replacements was decompensating for unknown reasons. A transesophageal echocardiogram (tee) probe was used to assess whether the patient had cardiogenic shock in addition to septic shock. The tee probe was scratched, and the image could not be interpreted and then the probe stopped working. The user replaced the tee probe, causing a 30 to 40 minute delay in assessing the right heart functioning to place the patient on ECMO (extracorporeal membrane oxygenation). No additional information was available. Philips has started an investigation, and the results will be submitted in a follow-up report.

Manufacturer narrative:
A thorough evaluation of the suspected transducer found damage due to fluid ingress. The physical damage to the transducer is indicative of improper maintenance. The service engineer replaced the transducer to immediately address the customer¿s issue. The system has returned to service with no similar issues reported.